Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted there is a competitor guidewire stuck in the distal lumen. The guidewire is kink/buckled in the tip nose and the guidewire coating is coming off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the left ventricular (lv) lead could not get capture at high outputs. The lead was placed in another branch, which had some capture. It was noted that the guidewire became lodged at the tip of the lead. The physician ¿pulled very hard¿, but the wire wouldn¿t come out. The lead was withdrawn from the patient and another lead was implanted. No patient complications have been reported as a result of this event.